Event description:
The accounts maintenance stated that the bed will not go into the trend or reverse trend position.

Manufacturer narrative:
The accounts maintenance replaced the knee limit switch to repair the bed.